Event description:
The user reported that the monitor would not start. The user was able to start the monitor by turning it off and on several times. No other details regarding the nature of the event were provided. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.